Manufacturer narrative:
The zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically, the IFU states that all pts should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their grafts. The device remains implanted and no images were provided to assist in this investigation. In the event description, the user stated the procedure went as labeled except the suprarenal stent was deployed first. At this time there is no additional info regarding that comment and exactly how the device was deployed out of order from the IFU. It is unk if it contributed to the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A female with a previous history of colon cancer, underwent aaa endovascular therapy in early 2009. The pt's proximal neck was short and fairly angulated, but was considered suitable for endovascular repair. The procedure went as labeled except the suprarenal stent was deployed first. Final angiography confirmed a proximal type I endoleak. Another MFR's stent was placed at the proximal neck, and the endoleak was resolved with good blood flow. Pt is recovering.